Manufacturer narrative:
The surgeon reported ¿trouble with phaco hand piece during phaco on epi-nucleons setting.¿ there was no aspiration, just irrigation. The surgeon changed tip and flushed hand piece at least 3 times, to clear it. The surgeon broke the posterior capsule (pc) during the nucleus phase of the removal. A vitrectomy was performed to resolve the issue. The surgeon stated that the case was difficult during phaco. The company representatives were onsite to support the use of the aberrometer system. This was a (B)(6) female patient scheduled for cataract extraction with intraocular lens implant (iol) with the aid of the ora system. Additional related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during cataract extraction with intraocular lens implant procedure the handpiece had no aspiration. The handpiece was able to irrigate. The capsule was ruptured during nucleus removal. The patient experienced a posterior capsule tear. An anterior vitrectomy was performed. Additional information has been requested, but none has been received to date.